Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she had sensor glucose versus blood glucose value differences. The customer was advised sensor glucose and blood glucose meter readings will be close, but rarely match due to glucose travels in the body. The current blood glucose value is 122 mg/dl. The current sensor glucose value is 52. The sensor glucose and blood glucose is not within acceptable range. The customer was advised the issue is most like due to sensor not situated properly in the isf preventing the sensor from properly tracking changes in glucose. The customer was advised that we ship a replacement sensor. The customer reported via phone call indicating that they sensor anomaly. Customer's blood glucose at time of incident was unknown. Customer stated that needle hub stuck in serter. Customer was able to remove the needle eventually. The customer was advised to return the insertion device for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor. Performed continuity test and bicarbonate buffer test and the sensors failed per specifications due to high readings.